Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with label had incorrect information on the product inside the package.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with label had incorrect information on the product inside the package.

Manufacturer narrative:
H.6. Investigation: during review of the DHR. 5 non-related qn¿s were initiated during production and disposition, root cause and corrective actions were applied according to the quality control plan: 200774465 ¿ ext. Tubing bond oos, 200770768 ¿ damaged adapter, 200770895 ¿ foreign matter, 200770556 ¿ cross-thread q-syte, 200776968 ¿ safety shield activation failure. 6 non-related td were in place during production: 2018-21 ¿ exception for canister damage (bottom), 2018-22 ¿ cartons weighted manually (pkg.), 2018-36 ¿ flush-purge printer ink (pkg.), 2018-38 ¿ instruction for top web change, 2018-42 ¿ allowance of change on parameters (pkg.), 2018-51 ¿ increased sampling for tubing separation failure. No other significant findings were observed. All label content verifications passed with correct batch number and sku. Received a total of 80 units within a shipper and inside dispensers. All contents within were intact. Visual/microscopic evaluation: the units were received within a shipper with a label of ref 383511-lot 8235512 which has been written over with a permanent marker - this information was never mentioned by the customer and does not belong to the material stated on the event description: ¿the outside of the package stated the correct product code¿ the material the customer ordered does not appear on any of the labels attached to the received units/packages a search on the product catalog for material # 305136 reveals the product belongs to ¿hypodermic needles¿ not produced in the sandy plant therefore the product could not be mixed. All the information on the dispensers and the top web as well as the material within is correct and matches the information on the DHR. The information on the shipper received does not match the rest of the labels (dispensers, top web) manufacturing: sku 305136 listed in the event description is not a nexiva product. However, the sku and batch listed on the shipper label do not match the contents inside. Batch 8235512, sku 383511 listed on the shipper label was produced prior to batch 8243975, sku 383531 on the same manufacturing line. Lc-3 rev13(d) nexiva line clearance procedure and form 5365 rev21(l) nfa zone 9 line clearance checklist describe when a line clearance must be performed, including when a new work order is started, and the tasks that must be performed prior to starting the new work order, including clearing the area of any materials that are not required the new work order. Failure to properly follow these procedures resulted in the use of a shipper label leftover from the previous work order. Label content inspections performed at the beginning and end of the work order passed with the correct batch number and sku printed on the labels.